Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient underwent a system explant due to an unrelated infection following an unrelated knee surgery, externalized conductors were observed. A new pace/sense lead was implanted. The patient was stable.

Manufacturer narrative:
A partial lead measuring 51.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.